Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a reservoir leak. The blood glucose reading is 251 mg/dl. Customer has treated. The insulin is leaking from the bottom of the o-rings. Nothing further reported.